Event description:
This case, reported by a solicitor, concerns a patient who experienced diabetic ketoacidosis and was admitted to hospital. The patient was using a pen injection device (humapen ergo-unknown cartridge holder) to deliver human insulin (unknown formulation) for the treatment of insulin dependent diabetes. No medical history or concomitant medication was provided. On the day of the event, the patient experienced very poorly controlled diabetes and was admitted to hospital while patient was using a pen injection device to deliver human insulin. The patient was admitted to hospital on two occasions and diagnosed with diabetes ketoacidosis. Following the second admission to hospital the diabetic support nurse noted that the barrel was loose on the pen injection device and concluded that the incorrect dose of insulin was being given. The patient discontinued using the complaint device which was replaced with another manufacturer's device. Action with insulin is unknown. Patient outcome was not provided. The reporter considers the event to be related to the pen injection device. The reporter did not provide a causality assessment relating to the insulin. The complaint device has been requested for examination from the reporter. No further follow up is possible.